Manufacturer narrative:
Additional information added to b5.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a high out of range shock impedance, greater than 200 ohms. It was noted the device was programmed to single coil vector. Technical services (ts) suspected a connection issue. This crt-d remains in service. No adverse patient effects were reported. Additional information was received from the field. A high out of range shock impedance hasn't reoccurred and the patient was monitored regularly. No further issues or adverse effects have occurred.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a high out of range shock impedance, greater than 200 ohms. It was noted the device was programmed to single coil vector. Technical services (ts) suspected a connection issue. This crt-d remains in service.